Manufacturer narrative:
Philips service replaced f18 10 amp fuse and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an emergency estop was triggered due to a blown fuse in the geometry section on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.